Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported during a trial there were impedances greater than 4,000 ohms on the patient¿s right side implanted lead. Some electrodes were all over 10,000 ohms. It was noted they had the same issue the previous day when implanting the lead. It was noted they replaced three leads with the same result during the procedure. Due to interference issue and consistent impedance issue they left the lead in place. Since the patient had the lead implanted they did not feel stimulation on their right side. Further information reported they had stimulation on for fifteen minutes and retested impedance with carrying results each time. The representative believes the facility was the cause of the problem with interference and noise. It was noted the patient still wanted to go further with full implant. Follow up reported the impedance issue was not resolved. The right lead continued to show high impedance through the duration of the trial. There was still no known cause for the issue. Despite the lead not working the patient received beneficial therapy and was moving forward with implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.